Manufacturer narrative:
Section h4 device mfg date has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The applicator and sharp were not returned. DHR (device history record) was reviewed for the fs libre sensor and the DHR showed that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kit. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An extended investigation was also performed for the missing sharp and applicator and the reported complaint. There was no indication that the products did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. DHR (device history record) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported skin irritation on day 3 of wear of the adc freestyle libre sensor. On(B)(6) 2019, the customer described a perceived infection and a bruise at the sensor site. The customer received 3 shots of the antibiotic, rocephin (dose unknown), as treatment for the mrsa infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin irritation on day 3 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer described a perceived infection and a bruise at the sensor site. The customer received 3 shots of the antibiotic, rocephin (dose unknown), as treatment for the (B)(6) infection. There was no report of death or permanent injury associated with this event.